Event description:
It was reported that patient presented remotely via merlin.net showed ventricular noise with over sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission showed ventricular noise with over sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.